Event description:
On (B)(4) 2014, intuitive surgical, inc. (Isi) received a journal article titled,transaxillary robotic thyroid surgery: a preliminary european experience. This article is from european thyroid journal and was published online may 28, 2013. According to the reported article, we observed a single case of internal jugular vein injury (ipsilateral to the axilla incision) by the robotic instruments that occurred during the console time, whilst removing the thyroid gland. A conversion to an open neck approach was necessary to control the bleeding and was achieved without major blood loss (<200 ml). No additional information were provided regarding the reported event. The da vinci system serial number, instruments or accessories involved with this surgical procedure was not included in this article.

Manufacturer narrative:
Based on the information provided, isi has not determined the root cause for the internal jugular vein injury. In this article, there were no procedure date, hospital name or surgeon name provided. The journal article does not contain any allegation that a malfunction of a da vinci system, instrument or accessory occurred during the reported procedure. Isi has made several attempts to contact the primary author of this journal to obtain additional information concerning the reported event; however, no additional information has been provided as of the date of this report. This complaint is being reported due to the following conclusion: the journal article indicated that during a da vinci procedure, a patient sustained an internal jugular vein injury.